Event description:
The external pulse generator which was returned as a loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases were broken, that the battery release was contaminated, one bail cover was broken, that the battery contacts were compressed and that the ring was bent. (B)(4).